Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00305. Concomitant medical products: traumaone system contra angle cross-drive blade, part# sp-2379, lot# 859910. Traumaone system contra angle cross-drive blade, part# sp-2379, lot# 694020. Occupation: distributor on behalf of facility. The complaint is confirmed. A visual inspection was conducted and both t1 blade x-dr showed heavy signs of usage. Several attempts to pick-up/secure new screws (95-6104) with the blades failed. The contra angle t1 blade x-dr is worn and unable to function as intended. The DHR was reviewed for this product; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint in regards to the contra angle t1 blade x-dr not functioning for part sp-2379 lot 694020. For this part sp-2379 and the previous one year (from the notification date) regarding the instruments damage/wear, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the damaged is wear and tear from usage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported two (2) blades were dull and would not retain screws during surgery. No adverse events have been reported as a result of the malfunction.